Manufacturer narrative:
The exact event date was not available, therefore the date 08/01/2025 was used as an estimate, since it was reported that onset date within the last month. UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of necrosis is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with tissue necrosis. A revision surgery was performed, during which the physician confirmed that the tissue necrosis was caused by pressure from the bottom of the tenacio pump against the skin. The physician believes this could be due to either the size or grip design of the pump. It was confirmed that there was no erosion or infection present, and the skin remained intact. Antibiotics were administered to treat the necrosis. The pump was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date 08/01/2025 was used as an estimate, since it was reported that onset date within the last month. UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with tissue necrosis. A revision surgery was performed, during which the physician confirmed that the tissue necrosis was caused by pressure from the bottom of the tenacio pump against the skin. The physician believes this could be due to either the size or grip design of the pump. It was confirmed that there was no erosion or infection present, and the skin remained intact. Antibiotics were administered to treat the necrosis. The pump was explanted and replaced. There were no further patient complications.